Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The clinical observation as confirmed. The cause of the event was most likely due to patient factors and progression of patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MDR report number 2015691-2020-13061 for aortic valve-in-valve replacement details associated with this case.

Event description:
Edwards received notification a patient with a 27mm mitral pericardial valve implanted three (3) years, 10 months, due to calcification leading to stenosis. As per pre-operative lab results provided, the of calcium in blood were out of the normal range (12.5 mg/dl [8.8 - 10.6]). A 29mm transcatheter valve was implanted inside the 27mm valve. The patient was noted to be hospitalized in good condition. The patient also underwent valve-in-valve procedure in aortic position.